Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, our hospital's medical staff were using a ventilator produced by hamilton, but the ventilator showed a lack of oxygen sensors and failed self inspection, making it unusable. Maintenance personnel found a problem with the oxygen sensor during inspection no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: on october 11, 2023, our hospital's medical staff were using a ventilator produced by hamilton, but the ventilator showed a lack of oxygen sensors and failed self inspection, making it unusable. Maintenance personnel found a problem with the oxygen sensor during inspection no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).